Manufacturer narrative:
This report is being supplemented for the additional reportable malfunction found during evaluation and provide additional information based on the legal manufacturer's final investigation. The device was returned, and the allegation was confirmed. Visual inspection on the received condition revealed severe restriction/blockage inside the biopsy channel when trying to insert the olympus brush/forceps through the biopsy port. The biopsy channel was then inspected with an olympus boroscope and excessive severe kinks inside the biopsy channel wall at the protector boot side that caused the restriction/blockage were found. The insertion tube was found to be a non-olympus insertion tube. The distal cover, bending section cover, bending section cover glue, objective lens glue, and light guide lens glue were also non-olympus parts. In addition, the scope failed the leak test due to a leak around the elevator water jet port from the control body side. The elevator water jet port was found loose, which caused the leak. Additional findings included peeling on the objective and light guide lenses cement, minor blurry image, a cut on the switch 1, and residual liquid found in the elevator control lever and forceps elevator. The root cause of the event involving the third-party catheter breaking off in the scope could not be identified. It was possible that the catheter was stuck in the biopsy channel due to a kink of the channel. However, olympus was not able to specify the presumption from the following investigation result. Device inspection in the service branch center detected a kink of the biopsy channel. The device was repaired by third-party agency. Olympus was not able to collect information whether the user conducted inspection prior to use. Non-olympus catheter was used with the device. The root cause of the residual liquid found in the elevator control lever and forceps elevator could not be identified as well. Olympus was unable to identify the liquid found. It is possible that reprocessing may not have been conducted properly due to kink of the channel and/or leak of the device. That may have foreign matter not be cleared. The device was confirmed to not have met specifications based on the evaluation results. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). Detection way is included in evis exera tjf type 160f operation manual chapter 3, preparation and inspection. Preventive measures are included in evis exera tjf type 160vf/160f reprocessing manual chapter 5, reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), a third-party catheter broke off inside the evis exera duodenovideoscope. The surgeon was initially able to pass the first catheter; however, after a while, there was a noticeable obstruction that caused further passage to be very difficult. The second balloon catheter was reportedly compromised after it¿s difficult passage, which caused a portion of the distal tip to become disassociated and remained in the patient. They attempted to pass a third catheter but were unable to. The surgeon suspected that a piece of stone may have become withdrawn and lodged in the lumen of the scope, causing damage or failure of the balloon catheter and for the distal tip to become retained in the patient; however, this could not be confirmed. The procedure was prolonged and because this was the only scope available, the remainder of the case was aborted. The patient was transferred to another facility, and a retrieval procedure was performed.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00117.